Event description:
A surgeon reported the distal haptic stuck to the optic after the intraocular lens (iol) was inserted into the eye. The surgeon manipulated the iol while it was in the eye in order to release the haptic and allow the iol to be placed correctly in the eye. Following the manipulation the pt had a "zonular disinsertion". The surgeon then removed the iol and placed a different model iol in the sulcus. The incision was enlarged to 3.2 mm and a suture was necessary. It was reported this surgeon had only used this type of device one other time. The surgeon stated the pt's prognosis is excellent. Add'l info was requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in this lot number. The surgeon did not follow the directions for use (dfu) when he added balanced salt solution and healon viscoelastic to the device prior to use. Add'l info was requested. This report was mailed to FDA on: 07/03/2008.